Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced motor stimulation. The patient¿s drg l5 lead migrated over the vertebral body reference MFR.# 1627487-2018-05023. In turn, the drg lead was explanted and replaced.

Manufacturer narrative:
Patient weight was unintendedly excluded in the initial report. This report contains missing data.

Event description:
Additional information identified effective stimulation was achieved post operatively.